Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 417 mg/dl with small-trace ketones. The customer alleged that the pump was the cause of bg level. System check with tandem technical support indicated that the pump and related supplies were performing as intended; however, customer maintained that pump was not functioning properly. Bg was treated with intravenous insulin, fluids and nausea medication. Reportedly, customer left the ER 4 hours later with customer in improved condition (bg 255-289 mg/dl).